Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The customer contacted baxter's technical service center regarding a check heater line (chl) alarm, which occurred on the homechoice (hc) during use, during fill 1. The fill volume (fv) equaled 47ml. The home patient (hp) stated he had changed out only the cassette. The baxter technical service representative (tsr) explained the setup was then compromised. The hp understood. The tsr advised the hp to start over with new supplies. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's wife on (B)(4) 2012 and she said her husband was able to resume therapy after starting over with new supplies. She did not notice anything unusual with any of the previous supplies. Since then he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.